Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that the rv lead was surgically abandoned. This device remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and chronic right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. A lead fracture was suspected. The patient was scheduled for a lead replacement procedure on a future date. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.